Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient experienced three bent cannulas due to poor adhesive event on (B)(6) 2026. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 3.